Event description:
Per fax, 4-way valve is not shifting s/n (B)(4). Per independent repair center statement, unit alarming or red light. The key failure was 4-way valve for the component valve was not shifting. Additional malfunction was the p.e. Valve leaking.